Event description:
Philips respironics has recalled several million CPAP devices in an announcement dated june 14, 2021. Apparently the FDA is aware of this recall. I have been a user of one of these recalled devices for over four years. That specific device is a dreamstation asv CPAP. I became aware of this recall and the associated warning "stop using this device immediately" through my own reading. I have yet to receive any notice from philips in spite of the facts that continued use of the device is life threatening, and philips knows that I am a registered user and a daily user of this device. I must assume that philips has not notified other users also. I am registered on the philips registration website. I am registered as a specific user of this device and my machine reports usage to philips daily. Philips has yet to contact me and has not submitted any plan to repair or replace these devices. Further, I have now disassembled my specific device and found evidence of the specific contamination that caused the recall. This is in spite of the fact that none of the factors that philips says may contribute to the contamination are present in my situation. I believe that philips is seeking to mislead the FDA and end-users about the seriousness of this recall. I have been breathing carcinogenic particles (and probably vapors) from this machine for years. I believe the FDA should cause philips to immediately notify end-users and appropriately replace these machines or compensate users for such replacement. It is clearly unnecessary to allow such a situation to continue for over 60 days with no notice and no solutions. FDA safety report ID # (B)(4).